Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The ec45 device was received for analysis with no visual non-conformances and with an ecr45b cartridge loaded on the device. The cartridge reload was received partially fired 1/3. Additionally, the one piece sled was found to be broken in the area that interacts with the knife, making the reload non-functional. The device was tested for functionality in using a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the one piece sled became damaged, it should be noted that as part of our quality process, 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during an open gastrectomy, the grasping force of the firing trigger became higher than expected and the knife did not move forward at the 2nd stroke of the 1st firing on the stomach. The cartridge was blue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information requested and received: did the device deploy staples? --- yes. Was the staple line complete? --- no. Were the staples in the proper b form shape? --- no information.